Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, the patient underwent cardiac surgery. Following transfer from the intensive care unit (ICU) to the cardiac surgery ward, the attending nurse identified leakage at the catheter hub during an intravenous infusion. The attending physician was notified, and the decision was made to remove the central venous catheter (cvc). The device was subsequently removed and replaced with a peripheral intravenous (IV) cannula. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition following the event was reported as "fine." No additional medical intervention was required beyond the device removal and replacement as described.